Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and could not reproduce the event with the reported barcode scanner. The scanner flexcable was replaced. The instrument was inspected and repairs were made to the pipette assembly for unreported problems. The instrument was tested without further problem and returned to service.